Event description:
The patient presented with high impedance and complained of increased pain recently from the vns. The device was turned off and the patient was referred for x-rays. X-ray report stated that the leads appear intact without discontinuity or obvious kinking. Ap chest x-ray images were received and reviewed. Based on the quality and angle of the image, it could not be assessed if the connector pin is fully inserted in the connector block. The feedthru wires appear intact. A portion of the lead was visualized in the chest. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Due to the quality of the image, the lead at the connector pin could not be assessed. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.